Manufacturer narrative:
(B)(4). Evaluation summary: the incident information, manufacturing records/complaint history and the analysis of the returned product were reviewed. Functional testing of the sgc was performed by using a leak tester. Leak testing was performed 3 separate times, and leak testing passed all 3 times. Column test was also performed on the sgc, and device held column all 3 times. Potential causes for leaks can include, but are not limited to, manufacturing anomalies (tears or missing silicone in the valve), procedural conditions, or user technique, such as the steps utilized to de-air the device during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). With respect to procedural conditions, this would not apply as the problem was found during device preparation. With respect to user technique, the information provided in the case details stated that during removal of the cds (from the sgc), air was aspirated again and there was a sudden loss of fluid column. However during analysis, functional testing of the sgc was performed by using a leak tester to test for any leaks. Leak testing was performed 3 separate times, and testing passed all 3 times. In addition to this, a column test was also performed on the sgc, and device held column all 3 times. The customer issue of leak could not be confirmed from this testing. In this case, based on the information provided and analysis of the returned device, the loss of fluid column appears to be related to user technique. There is no evidence of a product quality deficiency associated with this device. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue of leak. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip delivery system, lift, support plate, stabilizer. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 3. The physician attempted to prepare the steerable guiding catheter (sgc) alone. The nurse then came over to help per the instructions for use (IFU). The clip delivery system (cds) was then properly de-aired per the IFU, but was not inserted as air was seen in the hemostasis valve during dilator and guide wire retrieval. This was noticed quickly and there was no evidence of air entry into the anatomy. The sgc was removed and replaced. A new sgc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, clarification of event: during preparation the physician was trying to insert the dilator alone into the steerable guiding catheter (sgc) and had to stop and ask the nurse to help. The sgc was then properly de-aired. The clip delivery system (cds) was de-aired as per the instructions for use (IFU) but was not inserted in this sgc as the air was observed during dilator and guide wire retrieval.